Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/013/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: a review of the pump¿s black box revealed a cs 054 alarm. There was corrosion observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. The pump powered on normally with no alarms. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the pump powered on to a dim and discolored display.